Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it was perceived that valve undersizing may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our columbian affiliate, seven days post implant of a sapien xt valve, the valve embolized into the ventricle. The patient was successfully treated with conventional aortic valve replacement (avr). At last report, the patient was extubated and was recovering. As reported, the patient was still in the hospital after the implant procedure and was stable in the room. During daily evaluation, a ¿cardiac blowing¿ (believed to be a murmur) was observed. A tte revealed that the valve was in the left ventricle (lv). During the surgical avr, fusion of the native leaflets (functionally bicuspid valve) and severe calcification was noted. The native annulus was measured 21mm x 22mm by tee and 26.4mm x 22mm with an area of 5.1mm. The patient had moderate (bulky) native valve / leaflet calcification and no root calcification. The stj diameter was 37mm and the sinus of valsalva was measured at 42mm. Per report, the doctor thought that the sapien xt valve was too small, but the patient had severe calcification, and a bigger valve could have produced an aortic rupture.